Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical product: other relevant device(s) are. The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that images were all black in framelink. They were unable to level and width them to be visible. However, the images load fine in synergy cranial. The manufacturer representative was able to load the exam by selecting a different exam in the series that had already been installed. The site had imported several times, and some of the exam imports had failed, but not all of them. The manufacturer representative (rep) was able to load the exam by selecting a different exam in the series that had already been installed. The site had imported several timed, and some of the exam imports failed but not all of them. The rep confirmed that the site was just selecting the incorrect exam. The rep was able to teach them how to select exam correctly. No patient was present at the time of the event.